Event description:
The phillips application specialist selected a pt from the modality worklist on the ultrasound unit to demonstrate how to select a pt. No images were acquired. When the next pt was brought in, that pt was selected from the modality worklist and all the correct pt info was viewable on the screen on the ultrasound unit. The study was completed, ended and the images sent to pacs. When the images profiled in pacs, they profiled to the incorrect pt. The unit has been taken out of service until the MFR corrects the problem.